Event description:
On 6/3/92 the device was initially place in the patient viaopen surgical procedure internal fixation intertrochanteric fracture of right femer. Patient non weight bearing to partial weight bearing time 2 months. X-ray confirmed healing and was allowed full weight bearing. In december patient returned to physician complaining of "popping in hip. Found to have loose compression screw and fracture of barrel holding lag screw. 1/7/93 surgery performed for removal of hardware (device)device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.